Manufacturer narrative:
Per the user guide: tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently, the pump battery was depleting too fast. Contact did not have pump at time of report. Tandem technical support (cts) reviewed the pump data and found that the pump went into storage mode multiple times due to the battery not being charged and was depleting normally. Blood glucose was in the 400 mg/dl range. Cts informed customer of the pump data findings. Customer acknowledged information.